Event description:
It was reported that during an unknown procedure, the hand switch was non-functional. The device was reset, but same event occurred. Error code 5 was also displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/04/2009. Information anticipated, but unavailable at this time.